Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had shown a color bar and not displaying an image, linings visible, not detected by the processor, and intermittently appears within the image. The issue had occurred during inspection for use. There was no report of patient harm.